Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 500mg/dl. Elevated bg levels were treated by administering a correction dose. System check was performed with tandem's technical support however no issues were found. The customer had just recently changed out the insertion site, however they indicated that they had been wearing the previous site for 4 days. Tandem's technical support advised the customer to change the site in a timely manner in order to avoid any issues. Recommendation was also made that the customer consult hcp to discuss what may be affecting bg's .